Event description:
Customer reported an intermittent communication error. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the singleboard computer and associated hardware. System operates as intended. This MDR is related to ge healthcare complaint number.